Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found that the wash arm clamp on the wash unit was loose. He cleaned and reattached the wash arm clamp. He performed tests and checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium results for 1 patient sample on a cobas 8000 c702 module. The results were all obtained from the same sample. The initial results were 0.28 mmol/l, 0.53 mmol/l, and 0.71 mmol/l. The sample was repeated on another module, and the results were 1.90 mmol/l, 1.90 mmol/l, and 2.18 mmol/l. The sample was repeated because the initial results were questioned.

Manufacturer narrative:
H6 medical device problem and investigation conclusion codes were updated.